Event description:
Boston scientific received information that the patient with this pacemaker reported that a device check was performed every three months as the device was depleting too fast. Boston scientific technical services (ts) verified that the pacemaker was explanted electively as the pacemaker has not declared elective replacement indicator (eri) at the time of explant. This device was explanted for normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.